Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 0.481mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient had a non-healing diabetic ulcer close to the pump pocket site in the right flank/buttock area. When the patient would sit, the pump would put pressure on the ulcer. The pump pocket was relocated to the right hip. Environmental/external/patient factors that may have led or contributed to the issue was that the patient was diabetic and 307 pounds, and slept in a recliner. The issue was resolved at the time of the report. The patient's medical history included chronic pain syndrome, diabetes, and kidney disease.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 8780 (serial: (b)(8)); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.